Event description:
End user went to the emergency room after 911 call in 2005. Claims the disposable nebulizer was obstructed by plastic at the end of the t-piece. Pt was treated and released from the hosp.